Event description:
Boston scientific received information that eleven days post implant this right ventricular (rv) lead had dislodged. A revision procedure was performed and the lead was repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.